Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were 4 cubie pocket failures in drawer 3.1. A field service (fse) released all pockets and inspected trays for debris, with none found. Ribbon cables were checked and no partial seating issues were identified. Multiple screws inside the back panel were tightened, and adjustments were made to drawers 3.1 and 4.2. Initial diagnostic testing indicated pocket d1 was faulty, so fse replaced the pocket in drawer 3.1 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, two drawer was not detected on bus. Drawer cubie stated read, write or invalid cubie memory failure type. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.